Event description:
It was reported that after a tka, the device did not create a vacuum. The intended re-infusion of collected blood was not able to be performed. The pt received a blood transfusion from pre-donated blood. It was further reported that the pt sustained a hematoma that required a surgical procedure to correct. No further information has been received regarding the type of procedure that was performed or the status of the pt. Additional information has been requested.

Manufacturer narrative:
The account reported that the vacuum indicator was not inverted on the device. If vacuum indicator is not completely inverted, an air leak is inside the system could be causing the no vacuum condition. The device history record, the non-conformance reports database and deviation reports were reviewed within a 2 weeks period (+/-) from the lot manufacturing date. No related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found. The device was discarded at the account and is not available for evaluation.